Event description:
The user facility reported 69 yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after placement of the 5.5 for the surgical patient, there was a high purge pressure alarm. Upon evaluation, there was leaking noted inside the purge side arm cover. Troubleshooting was performed by changing the purge cassette, which did not remedy the issue. The pump and console was replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported purge side arm leak and the high pump pressure has been completed. The field data log was reviewed and upon activation, placement signal waveform was ventricular and high purge pressure occurred. No low purge pressure alarms. Purge cassette replacement confirmed. The cause of the high purge pressure was not determined since product was not returned. The cause of the issue was a leak from the sidearm but the exact location of the leak was unknown. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.